Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing on the left ventricular (lv) channel. The health care professional (hcp) called in querying about an extra signal on the lv lead. Technical services (ts) reviewed and recommended device programming options and to check on lv lead. Ts also suggested to consider lead revision. This device remains in service. No adverse patient effects were reported.